Manufacturer narrative:
The company representative examined the system and determined the issue was due to the fact, that a slit lamp (not made by our company) was used with the system. Servicing was subsequently cancelled, as a result. The system was manufactured on august 7, 2009. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported a black strip in the middle of the image during routine tests. There was no patient involvement.